Manufacturer narrative:
This lot was manufactured december 19, 2017 - december 20, 2017. The device was received for evaluation containing approximately 240 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. Based on the evaluation finding, the folfusor was determined to be a conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow after filling with vancomycin. The event occurred prior to use. There was no patient involvement. No additional information is available.